Event description:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to the information provided by the technician, the technical error (te) 3 occurred, which indicates a power error. The monitoring printed circuit board (pcb) has been pointed out as defective, however the customer decided not to repair the device. The monitoring pcb is a part of the subsystem monitoring mon. The monitoring subsystem features alarm and monitoring functions, calculations, trending of measured values and is also the can-bus master. The monitoring pcb comprises electronics including microprocessor for handling of e.g. System voltage monitoring, where the following voltages are supervised: +24 v, +12 v, -12 v, +5 v, +3.3 v. Technical error (te) 3 is indicating a power error. Alarm shall be triggered when +12 v supply is lower than +10.8 v for more than three seconds. The monitoring subsystem shall activate the signal disable_valves.l for at least six seconds, when the +12 v supply is lower than +10.8 v for more than three seconds and deactivate the disable_valves.l signal when the supply is more than +10.8 v. Our conclusion is that the claimed part was the cause of the failure. However, the root cause to why the part failed has not been established. A correction of field # d1 brand name and # d4 version or model # was required. D1 ¿ brand name - previous brand name: servo-I, corrected brand name: servo-I base unit. D4 ¿ version or model # - previous version or model #: servo-I, corrected version or model #: 6487800. The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).